Manufacturer narrative:
Eval summary: the product was not returned for analysis; lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported that following bilateral intraocular lens (iol) implant procedures, a pt developed macular edema. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.